Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: free style libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hyperglycemia associated with intermittent missing sensor values while using the pod in conjunction with a freestyle libre 2 plus continuous glucose monitor sensor. The patient reported that over the course of one week, the controller repeatedly displayed ¿missing sensor values,¿ resulting in periods of automated limited mode and loss of automated insulin delivery. On (B)(6) 2026, while wearing the pod, the patient presented to the hospital for a scheduled surgery unrelated to device use. Upon evaluation, the patient¿s blood glucose was found to be elevated at 488 mg/dl, experiencing symptoms of dehydration, dry mouth, and excessive thirst. The patient received treatment consisting of insulin administration and intravenous fluids, after which blood glucose levels improved. The patient was not admitted specifically for this hyperglycemic event. The patient attributed the hyperglycemia to ongoing missing sensor values. The affected pod had already been removed and discarded prior to reporting. No further information was provided.